Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is upset as she is not able to program threshold suspend lower than 30 and cannot sleep as she continues to receive alerts. It is reported that customer experienced low blood glucose which was treated with soda.